Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), abdominal distension ("bloating"), tooth disorder ("dental issue"), alopecia ("hair loss"), arthralgia ("joint pain"), vulvovaginal mycotic infection ("frequent yeast infection"), fatigue ("chronic fatigue"), dizziness ("dizziness"), dysgeusia ("metallic taste in mouth") and migraine ("severe migraine"). The patient was treated with surgery (underwent removal of the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, dyspareunia, weight increased, abdominal distension, tooth disorder, alopecia, arthralgia, vulvovaginal mycotic infection, fatigue, dizziness, dysgeusia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dizziness, dysgeusia, dyspareunia, fatigue, migraine, pelvic discomfort, pelvic pain, tooth disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: since undergoing the essure procedure, plaintiff repeatedly sought treatment for her symptoms, but none of treating physician were able to determine their cause. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: occlusion of left fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), abdominal distension ("bloating"), tooth disorder ("dental issue"), alopecia ("hair loss"), arthralgia ("joint pain"), vulvovaginal mycotic infection ("frequent yeast infection"), fatigue ("chronic fatigue"), dizziness ("dizziness"), dysgeusia ("metallic taste in mouth") and migraine ("severe migraine"). The patient was treated with surgery (underwent removal of the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, dyspareunia, weight increased, abdominal distension, tooth disorder, alopecia, arthralgia, vulvovaginal mycotic infection, fatigue, dizziness, dysgeusia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dizziness, dysgeusia, dyspareunia, fatigue, migraine, pelvic discomfort, pelvic pain, tooth disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: since undergoing the essure procedure, plaintiff repeatedly sought treatment for her symptoms, but none of treating physican were able to determine their cause. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: occlusion of left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.